Event description:
During routine pump replacement surgery, the catheter was found to be fractured. The catheter was replaced.

Manufacturer narrative:
This report is being submitted following an internal audit.